Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system ace 68 hi-flow kit (kit). During the procedure, the physician placed a neuron max 6f 088 long sheath (neuron max) into the target vessel, then advanced a penumbra system ace 68 reperfusion catheter (ace 68) through the neuron max. The physician reported no resistance while advancing the ace 68 through the neuron max. However, upon initiation of aspiration, the physician noticed under fluoroscopy that the ace 68 had collapsed. Therefore, the physician removed the ace 68 and completed the procedure using a penumbra system ace 64 reperfusion catheter (ace 64). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was stretched approximately 112.0 cm from the hub and kinked in multiple locations. Conclusions: evaluation of the returned device revealed that the distal shaft of the ace 68 was stretched. It is possible for the ace 68 to become pinned against patient anatomy or other devices used in the procedure. If the ace 68 becomes pinned or otherwise restrained and is subsequently forcefully retracted, stretching damage may occur. Further evaluation revealed that the ace 68 was kinked in multiple locations. This damage may have occurred due to forceful manipulation during positioning within patient anatomy. The neuron max mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.